Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-mar-2026 against "lot number 6010217 and similar malfunction codes: leak between tubing and site connector detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The review confirmed that lot 6010217 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-mar-2026 against "lot number" criteria equal 6010217 and similar malfunction codes leak between tubing and site connector detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The count of complaints is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6010217 was manufactured according to the work instruction (wi) version 120 and manufactured in the li 3 on 14/nov/2024 with a total of (B)(4) units. The sub-assembly, of the lot 4l02766 was manufactured according to the wi version 65 and manufactured in the sc04, on 13/nov/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4l00338 was manufactured according to the wi version 65 and manufactured in the sc09, on 02/sep/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010217 and related malfunction codes for leak between tubing and site connector detachment / significant wetness. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set tubing got detached from the connector and was leaking on (B)(6) 2025. The infusion set was in use for 3-4 hours and the blood glucose level exceeded 500 mg/dl with specific value unknown and patient got treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.